Manufacturer narrative:
Reported event: an event regarding wear involving an unknown implant liner was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to liner wear. A series ii liner and 28 mm metal head were revised to a 32 mm 10°omnifit insert with 32mm biolox delta head and +5mm adaptor sleeve. Rep confirmed that no further information will be released by the hospital or surgeon.